Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of "damaged" and difficulty with interrogating. No damage was found and the device worked as it should. Concomitant product: 2067 radiofrequency head. (B)(4).

Event description:
It was reported that the connection between the programmer and the radiofrequency (rf) programmer head was poor, and only worked if an area that had been taped was held down. It was additionally reported that one rf head had broken insulation on its cable. The programmer and the rf head were returned for service. No patient complications have been reported as a result of this event.